Manufacturer narrative:
No product or batch non-conformance was identified. Analysis of the growth curve for the sample did not indicate any anomalies that would contribute to the discrepant results. Upon investigation there was no trend found in the field. The complaint allegation was not observed during qc release testing. There have not been any manufacturing non-conformance reports for batch (B)(4). No sample material was available from the customer for investigative testing. (B)(4).

Event description:
A customer from south korea filed a complaint alleging that discrepant (B)(6) results were generated with the cobas ampliprep/cobas taqman (cap/ctm) (B)(6) v2.0 test. Specifically, the customer ran one patient sample twice with the cobas ampliprep/cobas taqman (cap/ctm) (B)(6) v2.0 test and generated target not detected results for the first run and 90 iu/ml for the second run. Both runs were ran with the same draw of patient sample. The customer did not run controls on each rack as indicated for the protocol in the package insert.